Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable crt-d, (B)(6) 2009; 1688t competitor implantable pacing lead (B)(6) 2007; 6949 impolantable tachy lead (B)(6) 2005. (B)(4). Lead not received by manufacturer.

Event description:
It was reported that there was high impedance on a competitor atrial lead, but no patient alert was seen. It was also reported that there was oversensing on the rv (right ventricular) lead. Later, it was reported that the device was electively explanted and replaced, and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.